Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) clinical trial. It was reported that a dissection with a severity grade d was noted during the treatment of the target lesion. The subject underwent treatment with the ranger drug coated balloon (dcb) and eluvia drug eluting stent on (B)(6) 2021 as a part of the (B)(6) clinical trial. The target lesion was located in the right proximal superficial femoral artery (sfa), right mid sfa, right distal sfa, right proximal popliteal artery, and right mid popliteal artery. The lesion had 6 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with a lesion length of 330 mm. The lesion was 80% stenosed and was classified as tasc ii c lesion. Prior to target lesion treatment, lithotripsy was performed with shockwave. A 5.0 mm x 150 mm and a 6.0 mm x 200 mm ranger dcb were selected for the treatment of the target lesion followed by placement of a 6 mm x 100 mm eluvia drug eluting stent. During the treatment of the target lesion dissection with severity grade d was noted and residual stenosis was noted to be 20%. In response to the event, a bailout stent was implanted and the complication was resolved. There were no patient complications reported.